Event description:
It was reported leakage noted at exit site of PICC when checking PICC line prior to administration of antibiotics. Referred to nurse let PICC service for removal and replacement of new PICC. Noted fracture at 9cm. There has been no harm to the patient. The following additional detail was provided for this event as part of a focus survey: it was reported the total length of the catheter was 50cm, inserted in the brachial, exit site marking 4cm, and secured with a secureacath. PICC was used for antibiotics. Leakage just below the exit site was noted, 184 days after placement. Site cleaned with chloraprep 3ml 2% chg in 70% ipa.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, noted fracture at 9cm. There has been no harm to the patient. The product had been in use for antibiotics. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 8 and 9cm marks. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). The catheter was flattened between the 2cm and 4cm marks. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported leakage noted at exit site of PICC when checking PICC line prior to administration of antibiotics. Referred to nurse let PICC service for removal and replacement of new PICC. Noted fracture at 9cm. There has been no harm to the patient. The following additional detail was provided for this event as part of a focus survey: it was reported the total length of the catheter was 50cm, inserted in the brachial, exit site marking 4cm, and secured with a secureacath. PICC was used for antibiotics. Leakage just below the exit site was noted, 184 days after placement. Site cleaned with chloraprep 3ml 2% chg in 70% ipa.

Event description:
It was reported leakage noted at exit site of PICC when checking PICC line prior to administration of antibiotics. Referred to nurse let PICC service for removal and replacement of new PICC. Noted fracture at 9cm. There has been no harm to the patient. The following additional detail was provided for this event as part of a focus survey: it was reported the total length of the catheter was 50cm, inserted in the brachial, exit site marking 4cm, and secured with a secureacath. PICC was used for antibiotics. Leakage just below the exit site was noted, 184 days after placement. Site cleaned with chloraprep 3ml 2% chg in 70% ipa.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 8 and 9cm marks. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) the catheter was flattened between the 2cm and 4cm marks. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.